Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil unexpectedly detached in the microcatheter. The coil was pressed against the inner wall of the guide catheter with a balloon. The coil, balloon, and catheter were then removed together from the patient. There was no reported patient injury. The patient is currently reported to be "fine."